Event description:
It was reported that during a vena cava retroperitoneal carcinoma resection procedure, only one side of the staple line was complete. Another like device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that an instrument was received in good visual conditions and with a cartridge loaded in the instrument. The cartridge was returned partially fired and was noted to have a wedge band bypass as the right side was fully fired and the left side was 1/4 fired. The catridge was disassembled to verify the condition of the pan lockout tab and was found to be normal. The instrument was tested for functionally with a test cartridge and fired, cut an formed all the staples as intended. The instrument fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape.